Event description:
Patient presented with suspected endocarditis. Patient found to have vegetation on pulmonary valve; detected by echocardiogram and magnetic resonance imaging (MRI). Positive blood cultures for streptococcus mutans. Started on ceftriaxone for 4 weeks.